Manufacturer narrative:
The ventilator was investigated by field service engineer. It was not possible to duplicate the reported event. The ventilator passed all safety and functional tests and was cleared for clinical use. Additional information received stated that there was a water build up in the patient circuit expiratory filter during ventilation, which caused high pressure reaching the patient. There is nothing to suggest any ventilator malfunction or technical failure.

Event description:
It was reported that the ventilator alarmed for high airway pressure. There was no patient harm. Manufacturer's ref #:(B)(4).